Manufacturer narrative:
An evaluation of the suspect implants is not possible at this time. The user facility has not released the arsenal set screws nor have the identifying lot number(s) been provided. Upon the receipt of additional information and/or the explanted set screws, a follow-up report will be submitted.

Event description:
Post op x-rays revealed two arsenal set screws had back-out at the l4 vertebral body. Revision surgery was conducted on (B)(6) 2015. The arsenal spinal fixation system was originally implanted on (B)(6) 2015.